Event description:
General report received of an unspecified number of undocumented incidents of difficulty in removing the piercing pins from solution containers. On unspecified dates, the piercing pins of the tubing sets were connected to solution containers and were being used for epidural delivery of fentanyl 400 mcg and bupivacaine 0.1% in 200ml of 0.9% sodium chloride, at unspecified rates, via gemstar pumps. No specific pump programming parameters were provided. The customer contact reported that after the deliveries were complete, the piercing pins of the tubing sets were difficult to remove from the solution containers. The tubing sets were replaced and the therapies were resumed. There were no reports of adverse effects to the patients or the nurses and no reported delays in critical therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
A device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.